Manufacturer narrative:
E1:(B)(6). H3: one device was returned for repair in good condition. Problem stated was: "device shows underpressure alarm." Visual and functional tests were performed. The reported issue is confirmed. The downstream occlusion (dso) sensor works not within specification. The dso sensor cannot be calibrated and must be replaced.

Event description:
It was reported device shows under pressure alarm. There was unknown patient involvement. There was no patient harm.